Event description:
The report indicated during an upper rvot (right ventricular outflow tract)/premature ventricular contraction cardiac ablation procedure with a qdot micro¿ catheter, the patient experienced complete heart block treated with a temporary pacemaker implanted for v backup pacing. After ablation at the upper rvot (approximately 10 ablations), during the waiting period after the completion of the ablation, a complete heart block occurred during waiting. Due to the intrinsic ability of the ventricles, a-v activity was maintained independently but was unstable. (V backup pacing was conducted using the qdot micro catheter.) A temporary pacemaker was planted for v backup pacing. The ablation site was at the upper rvot, and ablation near the his bundle was not conducted, so the direct cause remains unknown (there were no signs of heart block prior to the procedure). The procedure was completed by planting a temporary pacemaker. The patient was being monitored in the ICU, and extended hospitalization reported. Physician's judgment on health hazard was serious. The physician commented that the issue was more likely due to the procedure rather than the ep (electrophysiology) devices. The cause of this event was unknown, but it was speculated to be due to interference from ablation near the his bundle (the distance was far) or physical contact from the catheter. Septal puncture was performed with rf (radiofrequency) needle. Cf (contact force) monitoring methods used were dashboard, vector, visitag, visitag coloring setting was tag index, and visitag additional filters used was fot (force over time). Causal relationship with the product was unknown. No abnormalities observed prior/during use of the product. Laboratory tests and results was h-v block. The outcome of the adverse event was unchanged. Relevant tests/laboratory data was h-v block was confirmed. Other relevant history/preexisting condition was heart block was not confirmed before procedure. The procedural act (activated clotting time) was 290 seconds. No catheter exchanges occurred during the procedure, and no transseptal puncture was performed during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31543186l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).